Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. On 2016-09-02, it was reported that the patient was experiencing pain 10 days following the implant surgery of the pump. The patient indicated that their healthcare provider (hcp) had programmed an increase in the dose of the morphine but that it had not affected the patient¿s pain as of yet. On 2016-09-18, additional information was received from the patient stating that they were in ¿terrible pain¿ and had visited their hcp multiple times. The patient also indicated that when they were given a programmer to control their own boluses, they grew ¿terribly ill¿. Additional information was received from the consumer indicated the patient was sick a few days ago ((B)(6) 2016) but now felt better. It was noted the patient was "no better than the first day" she had the pump implanted. She had the same pain she had all last year and she had not left her home in a year. The patient had 3-4 adjustments since implant and still felt nothing and she took her boluses and it did nothing. The reporter questioned whether there was anything in the pump. The patient saw on the printout there was water in the pump and the ¿something else¿. The patient thought the manufacturer filled the pump with drug and the patient was redirected to discuss her pain management with the healthcare provider (hcp). Dose adjustments have been made. The hcp went up in such small amounts ¿it did not help¿. She was last adjusted last week and will go in again next week. The change in therapy/symptoms was sudden and the event date was (B)(6) 2016. The situation was currently being addressed by the hcp. Additional information was received from the patient on (B)(6) 2016. The patient reported that she had to go back to the hospital to have a catheter put back in place, and surgery was scheduled for (B)(6) 2016. She had not gotten any relief yet because "no morphine was ever going thru to the catheter."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2016-dec-12. It was reported that the catheter issue began on (B)(6) 2016, and a dye test was done. After the catheter was redone on (B)(6) 2016, the patient thought it was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient had pain and the doctor increased the morphine twice but the patient never felt pain relief. The patient then had the catheter tested and stated the catheter was never attached. The patient reported they had been feeling pain for about a year. The patient reported this happened a couple of months after the implant on (B)(6) 2016. It was clarified that the catheter was still attached, but was kinked or clogged. Surgery was done to fix the catheter. No further complications were anticipated/reported.